Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture the event of post procedural complication. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On a (B)(6) 2023, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced abdominal pain and went to the ER. The patient was given morphine for pain and underwent an unknown emergency procedure in the operating room to remove fluid from the stomach. The internal fixation plate was found to be loose, allowing leakage to exit from the stoma. The tubes were all found to be in the correct place, the original peg tube was kept and a couple of stitches were placed to secure the external fixation plate. There was no report of peritonitis or any kind of infection. Multiple attempts were made to obtain additional information from the patient's physician without success.